Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation. Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100611357. Model/catalog description: control pump fgs iz. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100622998. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that a patient's artificial urinary sphincter (aus) did not function properly as the urethra was atrophied. It was indicated that the correct cuff size and anatomy location for the patient were selected when initially placed. A surgical procedure was performed, and the device was removed and replaced. There were no additional patient complications.